Event description:
It was reported that the patient's vns generator battery was at 25% and then, approximately half a year later, was at 5% and the vns output currents were programmed off. It was reported that the last magnet swipe was a few months prior to the event. The vns output currents were reported to be at the maximum output current. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The device was found on the list of known laser-routed generators. The patient underwent vns generator replacement surgery. During attempts at product return, it was revealed that the generator was discarded. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No additional relevant information has been received to date.

Event description:
The physician's tablet data for the vns generator was received and reviewed by the manufacturer.